Event description:
On (B)(6) 2011, pt reported insulin spilled inside of the cartridge compartment of her infusion device. Pt stated she noticed the insulin inside of the cartridge compartment when the infusion device started vibrating. Pt reported her daughter is the one that noticed it. Reviewed infusion device's alarm history. Pt stated she received a cartridge low alarm this morning and that is when she noticed the insulin inside of the cartridge compartment. Pt reported she had just recently changed the insulin cartridge and did not notice the insulin in the cartridge compartment prior to the cartridge change. Pt stated enough insulin spilled in the chamber that the insulin spilled out. Pt reported the insulin leaked out of the back of the infusion cartridge. Pt stated the issue occurred while the infusion device was in use; not while changing the insulin cartridge. Pt no longer has the alleged insulin cartridge. Pt is currently on her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and requested return of the suspect device for eval.